Manufacturer narrative:
After clinical / secondary review of this file performed on (B)(6) 2020, it was decided to add code complication of pregnancy (premature labor was reported) to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) corrections: code complication of pregnancy code was added.

Manufacturer narrative:
On 12/11/2020, it was reported to mentor that the patient¿s initials were (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported via a medwatch number: mw5096386 that a female patient underwent a breast surgery with an unspecified gel mentor breast implant and suffered from the following symptoms:¿ bilateral breast pain, premature labor, hair loss, sensitivity to light, sounds, and touch, chronic headaches, chronic joint pains, nausea, brain fog, vision changes; too many to name¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.